Event description:
It was reported via legal documentation that a patient had a left/right total knee arthroplasty on (B)(6) 2017 and then experienced a revision surgical procedure on (B)(6) 2021 approximately 3 years and 11 months after initial implant. There is no device information provided. No other patient information/medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10: pending investigation. These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI. D10: (B)(6), 02-010-01-0250 - logic femoral ps cem left sz 5; (B)(6), 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t; (B)(6), 200-02-38 - three peg patella 38mm. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, and/or related to inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.